Manufacturer narrative:
Visual analysis of the photographs identified: tyvek or thermoform sticking: observed, delamination on the external thermoformed lid. No further actions are required, since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported, "several issues with packaging". This record is for unknown side. Device status unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported "several issues with packaging". This record is for unknown side. Device status unknown.